Event description:
I use the respironics CPAP "dream station" which has been recalled. I noticed that my asthma had gotten worse, and I have been expectorating sputum. Please note that the company I got the machine from, (B)(6), has obstructed my attempts to get information or a replacement machine. FDA safety report ID # (B)(4).